Event description:
It was reported that the right ventricular (rv) lead had high impedance and increased thresholds. Lead fracture is suspected. The lead remains in use as this information is being discussed with the physician and is waiting for an action plan. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead implanted: (B)(6) 2007. (B)(4).